Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support (ts) suggested customer to perform precision study using patient sample. Customer noticed this using two different lots of tes. Error is on a single patient. Customer will fax study to technical support. On 16-dec-2015 ts contacted customer and found that no precision was performed at this time and the customer declined precision study on patient sample. The most probable cause of the reported event was undetermined although the analyzer functioned normaly.

Event description:
On (B)(6) 2015 the customer reported results fluctuating and patient result discrepancies with their aia-900 analyzer. Customer reported that single patient result fluctuating. Customer uses plain red top tubes and not sst. Customer will run patient and result 282 then repeats following day and 238. This complaint was deemed to be reportable and classified as a level-2 event due to a potentially discrepant patient results.